Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer clears the alarm and resumes insulin deliveries to resolve the occlusions. Blood glucose level was not impacted.